Manufacturer narrative:
Additional information: b5.-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision and lens rotation/ lens repositioning. In a separate surgery the lens was exchanged with a longer length and the problem was resolved. Reportedly, 'the patient has already been examined and the problem has been resolved; the lens correctly positioned without rotation and with a vault of 650'. The cause of the event was reported as other. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge tube with liquid and residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5.- in a separate surgery the lens was exchanged with a longer length. D6b.- '01-29-2026' should be added. H6.- health effect- impact code (f): '4629' should be added. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision and lens rotation/ lens repositioning. The lens remains implanted. Reportedly, "the lens exchange surgery is expected to take place on (B)(6) 2025." The cause of the event was reported as other. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type code: 4110- lens work order search- one similar complaint event(s) within associated lots were found. Claim# (B)(4).